Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (segments missing) issue. The reporter stated that the display screen was unreadable and missing pixels on the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/09/2014 with the following findings: visual inspection revealed that no segments of the display screen image were missing; the reported event was not duplicated. Unrelated to the reported event, the display screen was found to be dim and discolored. Also unrelated to the reported event, the battery compartment was cracked from the threads to the bottom of the grip pad. Furthermore, the keypad cover was observed to be intact. Evaluation revealed that the down arrow keypad button was intermittently responsive. The keypad cover was removed, and evidence of contamination was found under all of the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.